Manufacturer narrative:
Title: previous abdominal surgery and obesity do not affect outcomes of total laparoscopic hysterectomy adversely source: journal of gynecologic surgery volume 37, number 6, 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study assessed the effects of previous abdominal surgery and obesity on outcomes in patients who underwent total laparoscopic hysterectomy between 2011 and 2016. Total laparoscopic hysterectomy was mainly performed with ligasure. There were 234 patients in the study; 74 patients had prior abdominal surgery. Complications included: bladder injury and intestinal injury. Injuries were repaired intraoperatively with sutures and conversion to open was not necessary. Complications in the patients who underwent total abdominal hysterectomy were not related to the device as the study only included patients who underwent laparoscopic hysterectomies and the surgical technique was not described. Vaginal cuff dehiscence was also not device related.